Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic rectal resection while performing the right lateral lymph node dissection, the cadiere forceps threw an "insertion disabled" error. When the forceps moved, there was a message stating the forceps were not recognized as connected. A new pair of forceps were used to replace the cadiere. The same sterile interface module was able to be used without issues. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported cadiere forceps and the associated device logs. Evaluation of the logs indicated that the when the cadiere forceps was connected to arm cart assembly 1, an error code for 'linked to instrument drive unit torque sensor redundancy error' occurred. Indicating a mismatch between the torque sensor and the redundant torque measurement on the arm cart. An error code for 'core instrument motor position limits' was triggered for the cadiere forceps. The use time was three hundred and eighty-six minutes. An error message was seen stating, "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument or replace arm.". This error would prevent tele-operation until it was dismissed. Visual inspection of the returned cadiere forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the cadiere forceps were read with no observed failures. Evaluation of the cadiere forceps confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues with the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic rectal resection procedure; while performing the right lateral lymph node dissection, the cadiere forceps threw an "insertion disabled" error when connected to the arm cart assembly. When the cadiere forceps moved, there was a message stating they were not recognized as connected. A new pair of forceps were used to replace the cadiere forceps. The same sterile interface module was able to be used without issues. There was no patient injury.